Event description:
It was reported that patient with an open left tibia fracture underwent fixation with an intramedullary nail. The biomet intramedullary reamer shaft fractured during surgery.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of returned device found evidence that instrument failed in torsion - starting in torsional fatigue and culminating in torsional overload at the junction between the flexible shaft and the dovetail locking segment at the distal end of the instrument. (B) (4)